Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:the complaint of a power issue could not be duplicated or confirmed on investigation. A review of the pump¿s history revealed multiple reboots. The pump was primed and exercised for 24 hours without alarms or warnings. A battery compartment crack was discovered during evaluation. A leak test revealed a battery compartment leak. There was evidence of moisture on the underside of the battery cap. A leak test revealed a display lens leak. There was no evidence of moisture within the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump would lose power when bumped. It was reported there was no damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.